Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was picking and scratching at the site of the implantable cardiac monitor (icm), and eventually picked the icm out. The icm was replaced. No patient complications have been reported as a result of this event.